Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
The patient reported she began experiencing uncomfortable stimulation on occasion near the lead site for 1-2 second intervals. As a result, the physician attempted a lead revision on (B)(6) 2017, but was unable to succeed to move the lead due to patient¿s anatomy. Patient was programmed with burst stimulation and effective therapy without uncomfortable stimulation was achieved. Also, see related MFR. Report #: 1627487-2017-06144.